Event description:
Per the clinic, the device was explanted on (B)(6), 2026, due to pain and extrusion at the coil site. There are no plans to reimplant the patient with a new device as of the date of this report.